Manufacturer narrative:
Age is approximate. A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt approx one year status post humeral nail implant procedure returned to surgeon for f/u on an unk date. Pt reportedly did not complain of pain or infection, x-rays on an unk date revealed a non-union of the humerus. Pt was returned to operating room on (B)(6) 2011 for explant of hardware and revision to a locking proximal humeral plate and screw construct to achieve fusion. This is 1 of 5 reports for this event.